Manufacturer narrative:
Citation: tamm ar, et al. Long-term outcome with new generation prostheses in patients undergoing transcatheter aortic valve replace ment. J clin med. 2021 jul; 10(14): 3102. Published online 2021 jul 14. Doi: 10.3390/jcm10143102. Presented at the esc congress 2020 ¿ the digital experience 29 august ¿ 1 september 2020. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following transcatheter aortic valve replacement (tavr) with new generation valves. All data was retrospectively collected from a single center between june 2014 and may 2016. Of the 359 patients included in the study population, 144 patients (predominantly female, mean age 82.2 years) underwent tavr with the medtronic evolut r. No unique device identifier numbers were provided. In the evolut r group, three deaths occurred within thirty days of tavr and a mean survival of 3.3 years was observed during long-term follow-up. No statement was made suggesting a causal or contributory relationship between evolut r and the deaths. In the evolut r group, non-death adverse events included: conversion to open heart surgery (1 case); stroke (2 cases); new permanent pacemaker implantation (57 cases); paravalvular regurgitation/leak = grade 2 (5 cases); life-threatening or disabling bleeding (2 cases); and major vascular complications (7 cases). No additional adverse patient effects or product performance issues were reported.